Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an insulation anomaly, decrease in r-wave amplitude and muscle twitching by stimulation were observed. The lead was extracted and the patient was alright after.